Event description:
It was reported that during the pta treatment procedure, removal difficulties were encountered. Following successful angioplasty treatment, resistance was encountered when the synergy balloon dilatation catheter was being removed through the sheath, resulting in a separation of the balloon from the catheter. The balloon remained in the sheath which was successfully removed. No pt injuries or complications were reported. The pt's status was reported as 'fine'.